Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's touchscreen was unresponsive. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A service engineer (se) assessed the initial report and reported that there was an issue with the user interface. The se noted that the touchscreen was unresponsive. The user interface required replacement. The se reported that the damaged user interface assembly was replaced, and the issue was resolved. The se performed a complete performance verification test and was returned to service.